Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead and another manufacturer's implantable cardioverter defibrillator (ICD) exhibited increased shock impedance measurements. An invasive procedure was performed. The device was explanted and the lead was surgically abandoned. An subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that high out of range shock impedance measurements greater than 125 ohms were observed beginning approximately 14 months ago. No anomalies were noted under x-ray and fluoroscopy and the lead to device header connections were verified to be appropriate.